Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). Oekg sent the device to a third party laboratory for microbiological additional testing after all channels/cylinders of the subject device had been replaced. As a result of the additional testing, no microbe was detected from the sample collected from all channels and the distal end of the subject device. The testing result cleared the german guideline. Oekg checked the subject device and found the following. The adhesive around the light guide lens was leaky. The light guide lens and the objective lens were porous and broken. The distal end cap was cracked. The adhesive of the bending section rubber was porous and broken. The internal metal part of the bending section was worn out. The insertion tube was kinked. There was moisture invasion into the endoscope connector. Oekg requested the facility to provide the information regarding reprocessing, however the user facility did not provide and oekg could not obtain it. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user facility and oekg, omsc considered that there was the possibility that this phenomenon might have occurred by residual microbes remaining in the porous adhesive of the subject device due to the user's insufficient reprocessing. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, following microbes were detected from the sample collected from the subject device. - instrument/suction channel: enterobacter cloacae (6 cfu/ml) - air/water channel: enterobacter cloacae (1 cfu/ml) the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6), 2021] -pseudomonas aeruginosa, enterobacter cloacae complex and klebsiella pneumoniae ssp pneumoniae [second time; (B)(6), 2021] -enterobacter cloacae complex and klebsiella oxytoca [third time; (B)(6), 2021] -pseudomonas stutzeri, enterobacter cloacae complex and pseudomonas aeruginosa other detailed information such as the number of microbes and the reprocessing method was not provided. There was no report of infection associated with this report.